Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information was received indicating the rv lead was capped and replaced on (B)(6) 2020. The patient was stable with no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
The patient's pacemaker migrated and during the relocation surgery, the right ventricular (rv) lead was noted as bent. It was also noted that the rv lead would not pace or capture in bipolar mode. In addition, a decrease in pacing impedance was observed. A lead revision is anticipated but has not been performed yet. It is unknown if the electrical anomalies were due to the bent lead or a lead fracture. The patient was in stable condition.